Manufacturer narrative:
Use error: the cartridge instructions for use state: replace the cartridge every 48 hours if using humalog; 72 hours if using novolog. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) 300-400 mg/dl. Boluses and insulin injections were administered to address bg. Pump system check was performed with tandem technical support and no issues were identified. Tandem clinical diabetes specialist worked with the customer and bg remained elevated. Reportedly, customer used humalog in the cartridge for 3 days and per labeling, humalog was to be used for 48 hours with the pump. Reportedly, customer ¿has lost faith in the pump¿.